Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons on insulin pump was hard to push as well as unexpected restart and a cold reset was performed alarm. Customer¿s blood glucose level was unknown. Customer stated that the random no delivery alarms and diminished battery life. Troubleshooting was not performed. The device will not be returned for analysis.